Event description:
After completion of distal locking, the versa nail ttc jig seemed to have play in it, resulting in inaccurate proximal locking. Consequently, proximal locking was carried out free hand, resulting in 45 minutes additional operating time.